Event description:
It was reported by the customer that as the hosp staff attempted to install a sterilizable handle onto a 3 1/2 year old ceiling mounted surgical light, the metal knob from the handle assembly detached and stuck the pt below the eye. Pt sustained some bruising to the area, but no permanent injury. Surgery in process was able to continue. Alm technician was dispatched to evaluate the surgical light and handle assembly. Eval revealed that the pressed pin that holds the knob to the handle asssembly had loosened and come out, allowing the knob to detach. Discovered similar areas of concern resulting from inadequate preventive maintenance on other alm lights installed at the facility as well. Informed customer of concerns and suggestions regarding maintenance, and replaced the handle assembly involved in the incident. Offered performance maintenance and refurbishment options to customer.